Manufacturer narrative:
(B)(4) - re-insertion. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the multi-link mini vision coronary stent systems instructions for use (IFU)) states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent information received notes the 3.0 x 18 mm and a 2.5 x 18 mm vision stent were used to complete the case without issue. Additionally, a 2.5 x 18 mm minivision was used in the procedure and it failed to cross the lesion due to the vessel after the shaft damage of the 2.5 x 23 mm. There was no reported adverse patient effect. No additional information was provided.

Event description:
It was reported that using a femoral artery access approach during a procedure of the unspecified vessel the 2.5 x 23 mm minivision stent delivery system (sds) was advanced but could not cross the lesion and was removed from the anatomy without reported issue. A pre-dilatation was completed with a balloon dilatation catheter (bdc) and the same 2.5 x 23 mm minivision sds was inserted and was being advanced in the vessel when the shaft area outside the anatomy became detached; all of the device was removed from the anatomy. There was no reported adverse patient effect. Multiple abbott stents were used to complete the procedure with a good result reported. There was no reported clinically significant delay in the procedure. No additional information was provided.